Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During a nail t2 femur surgery, the bit of the drill for the distal screw hole broke during the use, remaining therefore inserted in the patient coinciding with the hole suitable for host the screw. At first the surgeons thought to verify in the broom if it was possible to remove it, but following their intraoperative evaluations, the removal was not performed. They then finished the implantation of the nail with part of the drill implanted for about 1 cm. I was informed that there were no particular delays during the intervention.

Event description:
During a nail t2 femur surgery, the bit of the drill for the distal screw hole broke during the use, remaining therefore inserted in the patient coinciding with the hole suitable for host the screw. At first the surgeons thought to verify in the broom if it was possible to remove it, but following their intraoperative evaluations, the removal was not performed. They then finished the implantation of the nail with part of the drill implanted for about 1cm. I was informed that there were no particular delays during the intervention.

Manufacturer narrative:
The reported event that drill, ao t2 femur ø4,2x340 mm was alleged of 'instruments - drill - broken' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.